Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted and a reliant balloon was used in the patient for the endovascular treatment of a 52.2mm fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the diameter of the proximal neck is 20.6mm and 53.9 in length. During a post-operative follow up a CT confirmed stenosis on the left limb. The physician noted that since the left common iliac artery (cia) of the main body had severe curvature it was anticipated to use another extension during the index procedure; however, the final angiography showed no endoleak. The procedure was completed without additional extensions. Post-operative the patient presented weak pulse for the left leg and the physician decided to continue to monitor the patient without additional treatment. During discharge a CT scan showed a long neck just below the flow divider on the ipsilateral limb which was noted as the stenosed limb. The physician noted that both the overlapped/double section and single section were 19mm in diameter each. No additional clinical sequelae were reported and the patient will be monitored by the physician. A review of returned films pre-implant revealed that the proximal neck was straight, but irregular in shape and contained thrombus. The neck flow lumen measured 21 x 23mm below the renals, and at the distal portion of the proximal neck measured 18 x 20mm. The 5.5cm max diameter aaa contained thrombus. The right iliac was straight and 15-16mm in diameter, and the left iliac was angulated 90deg at it's origin and measured 15mm ID. Images 1 day post-implant showed that the stent graft was just below the renals; the ipsi limb was placed into the left iliac common iliac, and the contra limb into the right common iliac. The bifurcate proximal stent graft diameter was 20mm x 22mm. Near the distal end of the proximal neck, near the flow divider, the ipsilateral limb is seen compressed down to 5mm x 12mm. There is possibly a small amount of thrombus within this compressed limb location (seen within 3 - 1mm thick slices), but this may also be an artifact from the adjacent marker bands. Within the aaa the ipsilateral limb ID opens up to 12 x 14mm. The ipsi limb is also slightly compressed (to 9mm) at the left common iliac takeoff, but no other areas of stent graft thrombus is seen within either the ipsi or contra limbs. The max aaa diameter is 55mm and no endoleak is visible.